Event description:
The tip loop portion of the forceps broke off while in use on a dilation & curettage. The physician was using the forceps to remove tissue from the uterus when he noticed that the tip was missing. The physician found the tip on the outside of the pt's cervix.